Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motion sensor test failure alarm or motor position encoder error alarm due to motor error alarms. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error and motion sensor test failure. Customer¿s blood glucose level was 133 mg/dl. Troubleshooting for the alarms were performed. Customer advised the insulin pump vibrated then they received a motor error, motor position encoder error and motion sensor test failure. Customer advised they cleared the alarm then it would countdown and motion sensor test failure alarm would recur. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.